Manufacturer narrative:
The lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) was implanted recently with no issues. At a one month follow up loss of capture was seen on the right ventricular channel and a dislodgement was confirmed. Thus, a revision took place to reposition the right ventricular lead. After repositioning all parameters were normal when measuring with a pacing system analyzer. After connecting lead to the ICD the shock impedance measurements were out of range, oversensing, and high pacing thresholds were noted. The lead was disconnected and reconnected but the same issue was seen. A possible insulation issue was suspected with this rv lead. The lead was explanted and replaced. The lead will be returned for analysis. No additional adverse patient effects were reported.